Event description:
The incorrect patient was selected while electronically prescribing a medication. The patient selected does not live in our state and has never been a patient at this doctor's office. The pharmacy reached out to the patient to confirm, which is how the error was caught. The patient did not receive the prescription and did not take the medication. Epic brings up all patients in the clinic system when searching for a patient. This could contribute to an error. It is preferred for the search results to be limited to only patients who have a relationship with the prescribing doctor. Manufacturer response for electronic medical record, (per site reporter) unknown. Nurse manager reported the issue to the manufacturer. I also requested that our it department report the issue to the manufacturer.